Event description:
It was reported that during setup and training the ilet displayed an ¿unable to proceed¿ alert without a corresponding on-device prompt, would not advance through setup, and would not rewind for the insulin cartridge, consistent with an operational malfunction affecting the pump user interface and setup sequence. Symptoms included no adverse clinical effects and no changes in blood glucose, as the patient was not using the ilet for insulin delivery and continued cgm use separately. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included remote troubleshooting and user education, with guidance provided on device shutdown and data syncing. Investigation of this case revealed a device malfunction during setup with an inability to proceed and rewind, and a replacement device was provided while the original was arranged for return. It was concluded, based on previously established findings for similar reports, that the cause was by a communication break between the host processor chip and the encoder circuit triggering the alert.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of¿device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.